Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3.5 months after the dental implant and crown were placed in ada site 4 in the mouth, the implant lost osseointegration. Clinician noted the patient's bone loss and implant's mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 3.5 months after the dental implant and crown were placed in ada site 4 in the mouth, the implant lost osseointegration. Clinician noted the patient's bone loss and implant's mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.